Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. It was reported that the patient was in the ER due to an unspecified pump issue. It is unknown if any troubleshooting occurred, or if the patient attempted to switch to their backup pump. No symptoms were reported. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.